Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant; a non-medtronic guidewire (safari) was used. Per the physician, the valve and delivery catheter system (dcs) were not the cause of the left ventricle perforation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure using the transcatheter aortic valve evfxplus-26, low left ventricle pressure was noted during the valve implant. An extended pacing run was performed, and just prior to releasing the valve, the pressure decreased further. The valve was recaptured. An echocardiogram was conducted, which confirmed a left ventricle perforation. Approximately thirty minutes later, the valve was deployed, and the patient was subsequently transferred to theatre for surgery. Per the physician, there was no issue with the valve or the delivery catheter system.

Event description:
It was reported that during a transcatheter aortic valve implant procedure using the transcatheter aortic valve evfxplus-26, low left ventricle pressure was noted during the valve implant. An extended pacing run was performed, and just prior to releasing the valve, the pressure decreased further. The valve was recaptured. An echocardiogram was conducted, which confirmed a left ventricle perforation. Approximately thirty minutes later, the valve was deployed, and the patient was subsequently transferred to theatre for surgery. Per the physician, there was no issue with the valve or the delivery catheter system. Additional information was received that during the valve implant, a non-medtronic guidewire (safari) was used. Per the physician, the valve and delivery catheter system (dcs) were not the cause of the left ventricle perforation. Additional information was received that per the physician, the perforation was caused by the non-medtronic guidewire.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the perforation was caused by the non-medtronic (safari) guidewire. There is no evidence to suggest the medtronic device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.